Manufacturer narrative:
(B)(4). The reload did not fall into the patient.

Event description:
It was reported that during a thoracic procedure, it was noted that the reload cartridge unintentionally came loose from the jaw when about to use. Another like device was used to complete the procedure. There were no adverse consequences for the patient. We discussed loading and hearing the audible click when positioned correctly.